Event description:
Meter was missing segments. The patient visited physician because of the issue with the meter and physician advised patient to call lfs. No treatment was given to the patient at the office. The issue with the meter was not resolved with troubleshooting. The patient did not suffer a serious injury. A new meter and testing supplies are being sent to the patient.